Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer was unable to reset pump because charging supplies were not available. Ultimately technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.